Manufacturer narrative:
(B)(4). Truliant pin puller syringe style-device was received for analysis. Eng eval completed on 2020.04.27 by (B)(4). Device mfg date: 02/16/2018. (B)(4). According to the CAPA investigation, the device history records of the subject devices were reviewed, and no issues were observed. A design review showed that the breakage area of the component is relatively thin which does not offer great safety margin when the instrument is subject to off-axis loading. Although the evaluation couldn¿t confirm user misuse, off-axis loading which can be generated by the user applying a bending moment to the device during pin driving/pulling could contribute to the breakage. Corrective action taken: 1) update design to improve strength of breakage area 2) update operative technique to instruct users to avoid using the instrument off-axis. At the time of this evaluation, the CAPA investigation is still open. Most likely underlying cause/root cause: based on the CAPA investigation, the broken truliant pin puller reported was likely the result of: 1) the breakage area of the component being relatively thin which does not offer great safety margin when the instrument is subject to off-axis loading. 2) off-axis loading when the user applies a bending moment to the device during pin driving/pulling. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The broken piece of device was removed from the patient surgical site and the extended anesthesia time did not cause any patient adverse event. An investigation was conducted under (B)(4); the broken truliant pin puller reported was likely the result of: 1) the breakage area of the component being relatively thin which does not offer great safety margin when the instrument is subject to off-axis loading. 2) off-axis loading when the user applies a bending moment to the device during pin driving/pulling.

Event description:
It was reported from the us that during a left tka an instrument broke. The patient had ¿very hard tibia bone¿ and when inserting the headed tibia pin into the trail tibia tray one of the prongs of the truliant tibia pin inserter broke off. The prong was retrieved from the patient. The surgeon had to use the tibia tray handle to remove the trial tray with the pins since the pin puller was broken and could not function to remove the pins. The device was returned for analysis. The patient was under anesthesia longer than expected with no adverse event. The patient left the or in stable condition. The agency is inactive, no further information is available.